Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was implanted with a non-boston scientific right ventricular (rv) lead. When the rv lead dislodged, the physician had expected the left ventricular (lv) lead to provide backup pacing, as the crt-p was programmed to voo with lv only pacing. However, the lv lead did not pace until the rv lead was disconnected from the device header. There were no adverse patient effects, as the patient had an underlying rhythm. The crt-p remains implanted and in service. The local sales representative later reported that when the physician removed the device from the pocket, it stopped pacing. Technical services discussed it was possible the device had undergone a lead safety switch because of an out-of-range impedance measurement, so that pacing (and sensing) were both set to unipolar. Technical services would need data from the device to better understand what was happening. A request was made for the sales representative to provide the model/serial numbers for this device.